Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt's wife called in to zoll lifecor customer support to report that the pt's battery was unable to charge. Support issued the pt a replacement battery pack.